Event description:
It was reported that a staff member was moving the isoflex lal surface alone and in the process strained his back. He was put on light duty (not lifting more than 20 lbs) for 2 weeks. No defect with the surface was reported.